Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. It was reported via the implant patient registry that an edwards transcatheter aortic bioprosthetic valve was implanted within an existing bioprosthetic valve for unknown reasons after an implant duration of three (3) years and eight (8) months. Follow up for event documentation has been unsuccessful. There no reported adverse events following the procedure.

Manufacturer narrative:
DHR review. Additional manufacturer narrative - the reported device was not returned to manufacture as it remains implanted. Without receipt of the device or records the reported re-operation cannot be investigated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received.